Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that on the last day of her basic evaluation trial or right after she had her leads removed, she got a bladder infection. She reached out to the on-call physician and was prescribed medications for it. She was scheduled to see her regular physician on (B)(6) 2016. The patient and her doctor also decided that there was not enough improvement with the trial and she would not move forward to implant.